Event description:
Reporter alleged obtaining the results of 360 mg/dl, 168 mg/dl and 344 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he took his normal medications and did not change them based upon the results obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.